Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins "eats up the battery". The patient explained that the ins battery charge doesn't seem to last long, especially in comparison to her previous ins. The patient said the previous ins last 15-20 days between charges, but the current ins technically didn't last over 30 hours since she last charged it to 100%. The patient said she charged the controller and ins to 100% the monday prior to the report, and on the day of the call the ins battery was in the red critical zone prompting her to recharge the ins. The patient said a gentleman set her intensity to 6 or 6.5. The patient noted that she increased the intensity of the previous ins and that didn't seem to affect the time between ins battery charges. The patient added that her stimulation settings for her current ins are the same as her previous ins. The patient initially reported seeing a no device found message on the controller. The patient then confirmed that the controller battery was at 100%. The ins battery was showing red with recharge and recharge quality was excellent. The patient was directed to follow up with their hcp to discuss expectations for ins battery charge between charge sessions. The patient mentioned that her back began to hurt the night prior to the call and her legs started to twitch. The patient explained that her ins was depleted before the symptoms occurred. The patient was instructed to continue recharging. No further complications were reported.